Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller is with the patient today. Caller states that the pt indicates pt noticed that the pt could not charge their ins yesterday and the pt has had two ods in the past. The caller states the pt did physician recharge mode (prm) on their own yesterday and now the pt programmer is showing por and eventually in office today it showed eos. The caller is meeting with pt for the first time and notes that she is not aware of anyone telling the pt to do prm on their own and the caller did not tell her to do so. The caller states that she interrogated with tablet and confirmed eos and the caller cannot proceed past the eos message. The caller states the reason they are meeting is because the pt needs an MRI but the pp and tablet cannot put the ins into MRI mode. Tss reviewed 8840 could possibly do this. The caller and tss reviewed CT as an option (the caller brought this up). The caller noted that the pt has had three ods because she 'never uses it (the ins)'. Tss reviewed explant as an option. Reps phone (B)(4).